Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from evaluation will be submitted in a supplemental 3500a form.

Event description:
International customer reported that a needle broke during use. There were no adverse pt consequences reported.